Event description:
Approx 45 minutes on monitor in flight. The monitor went blank and did a self test and resumed monitoring of the pt without incident to the pt. The time clock did not reset and showed a continuous time lapse. None of the parameter changed. Serial # (B)(4).